Event description:
It was reported by a mitek affiliate that a mitek bioknotless anchor was isserted into the bone without much force. In the postoperative x-ray they noticed a small part of the metallic inserter in the operated area. Another operation had to be undertaken after two days in order to remove the metallic part.